Event description:
The arctic sun temperature management system was being used to control the neurogenic fever of patient in the neurointensive ICU. On the fifth day of use the nursing staff noted that the skin on the thighs under the device were discolored. The device was removed. The skin injury required debridement.

Manufacturer narrative:
The hospital staff did not follow the information provided in the device labeling with regards to changing the pads every 72 hours, examining the skin underneath the energy transfer pads on a frequent basis, providing adequate management of shivering and applying the pads so that at least 40% of the patient's body surface area was covered.